Event description:
.

Manufacturer narrative:
(B)(4). Uncut washer - blemished. In the event it states that the click sound was not heard. How did the surgeon confirm that the anvil was attached? The click sound below means that the sounds of breaking washer. The anvil was attached with the normal procedure and the spring was tightened. What confirmation did the surgeon receive that the anvil was firmly attached?was the procedure done open/laparoscopically? Same as above, it was open procedure. What device was used for the proximal and distal transaction? What color reload? No. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) this is no colon procedure. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Unknown. Was the spike of the trocar inserted lateral or through the staple line? No. When the device was fired, where was the indicator within the green zone/gap setting scale? 1/5 lower portion. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? We cannot confirm. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Yes, unknown. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Unknown. Did the operation change significantly as a result of the device issue? Unknown. What is the patients age and sex? Unknown. Did a hcp other than the primary surgeon fire the instrument? If so, whom? Unknown. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully parallel to the instrument handle staples could be deployed without completely forming and without cutting the washer. When either or both of these scenarios occur, the device will not transect the tissue completely resulting in difficulties to remove the device. For more information, please refer to the instructions for use. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total gastrectomy procedure, when the surgeon went to fire the device for end-to-end anastomosis with normal practice, the "click" sound was not heard. The stapler was removed from the patient. Bleeding occurred and the anastomosis was not complete; the staples were not completely formed into "b" shape. Suturing was performed to complete the anastomosis. There were no adverse consequences for the patient.